Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 2 months, due to endocarditis; source: staph epidermidis. Information learned from implant patient registry and from the surgeon's follow up response. An operative report was requested but none was provided. The device history record (DHR) review was completed on 04/06/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance.